Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used primary sets without packaging were returned for evaluation. Visual examination of the returned sets showed that the distal l.p. Backcheck valve broke off the sidearm of the caresite valve on both sets. Therefore, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot numbers were reported as unknown. Although the defect was visually confirmed, the exact root cause was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). At this time it is unknown if the device is available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reports several incidences of primary set breaking off in the caresite on trying to remove the primary set. When the nurse went into the patient's room to disconnect her from her evening dose of antibiotics. Upon disconnecting the primary tubing from the patient the end piece broke off inside the connection tubing that was connected to the patient. The broken piece inside kept the flow open so blood was coming back out of the IV line. This rn had to disconnect the extension tubing from the cannula/ catheter and connect a new one. No injury reported.